Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. The patient is a hunter and he was informed by his cardiologist that this sport is contraindicated for pacemaker recipients.